Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a piece of the clip applier broke off within abdominal cavity. The surgeon was able to retrieve the small particle. There was no patient injury.